Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/12/2016. Date of follow-up report 1 : 02/12/2016. Date of follow-up report 2 : 03/03/2016.

Event description:
The surgeon has reviewed the autopsy report and has stated that there is no link between the ligasure instrument and the internal bleeding. The device was discarded by the site.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016 . The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient had died 7 days after a sigmoid resection. It was reported that the ligasure device was used to seal the ima during the procedure and that no issues were noted during the procedure. No direct bleeding was reported after the operation as well. A forcetriad energy platform generator was in use with the settings at 2 bars. Medical stapling product(s) were also in use. After the procedure, the patient suffered from a high cap. The patient was discharged from the hospital after 6 days, however, it was noted by the site that patients are usually discharged on the 7th day after this type of procedure. The patient became ill after returning home. An ambulance was called but the patient had passed prior to the ambulance arrival. An autopsy was performed and blood loss was found in the pelvis and was described as a ¿great deal¿ in regard to volume. A covered perforation was also noticed by a stapleline in the patient¿s cavity. Prior to the surgery, the patient was described as being hypertensive and was on medication for this condition. Oral medications were started after the procedure as well. The patient was a male believed to be between the ages of (B)(6) old. Patient died after seven days due to a bleeding. Dr. (B)(6) asked the pa where the bleeding is coming from, from the ima or within the presacreal plexus? They also discovered a covered perforation of the stapleline detected. This means that the anastomosis which was made that there was weak spot. This would not be reason of death, but the explanation for the high cap. After consultations within the surgeons group they can think of one explanation; there has occurred an inflammation, so the seal was weakened. Bleeding from the ima is believed to have caused the patient death. Surgery was possibly for cancer. The patient had hypertension and was on meds for this. He started oral medication after surgery. Forcetriad at 2 bars was in use. Stapling instruments were also involved. Patient is male between age (B)(6).

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/12/2016. Date of follow-up report : 02/12/2016.

Event description:
An unknown medtronic (covidien) stapling device was in use during the procedure. The lot number and catalog number are unknown.